Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular lead threshold increased and was high. It was discovered that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.